Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was broken when they opened the package. It was a different shape than usual. But when they loaded it according to the instructions and used it, the bleeding did not stop, so they stopped using it. After the seal has been successfully installed, upon visual inspection, the portion of the seal remaining on the outside of the distal top of the delivery tube appeared to extend wider than the diameter of the tube. The seal came out of the delivery tube during actuation. There was blood and no sound when the seal was delivered to the aortic incision. The surgeon placed his finger over the seal and the aortotomy to secure the seal in place as he pulled back the delivery device. The seal was completely delivered to the aorta. The seal was deployed within the aorta. The bleeding was not harmful to the patient. Stopped the bleeding with finger. Anastomosis was clamped to be completed. No harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
(B)(4). The lot # 3000322508 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.